Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2021. Block d6b: explant date: 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7020506.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer working as intended. The patient underwent an scs system explant procedure. The explanted devices were not returned as they were kept by the medical facility.